Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a staphylococcus infection. The implantable pulse generator (ipg) system was explanted. Follow up with the patient's clinic indicated the patient had developed endocarditis. No further patient complications have been reported as a result of this event.